Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 failed. Attempts to recover storage space and reboot the device were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) informed that pharmacy staff had successfully recovered the failure. Performed hardware test application testing upon arrival and confirmed no active failures. As a preventive measure, reseated drawer cable connections including row board and retractor band cables, ensuring stable system operation. The system functioned as intended after the field service engineer investigated the issue.